Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accu tni results generated by the unicel dxi 800 access immunoassay system for two patients. A pt sample was tested for accu tni and a result of 0.76ng/ml was obtained. The sample was recentrifuged and then re-tested and repeat result was 0.26 ng/ml. Six more samples tested from this pt gave results below the ami cut-off of 0.50ng/ml. A sample obtained from another pt gave an accu tni result of 0.34ng/ml. The sample was recentrifuged and re-tested and gave results of 1.05, 0.27, 0.21 ng/ml. Erroneous results were reported outside the laboratory. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected with this event.

Manufacturer narrative:
Samples were drawn in bd lithium heparin plasma tubes or serum tubes and are centrifuged for 6 minutes. Qc data was within specifications prior to this event. A field service engineer (fse) was on-site in 2008: the fse performed system check which passed specifications. Carryover testing was performed and failed specifications. Fse noted the teflon was recessed inside the sample probe. He replaced the sample probe and performed alignments. The fse performed carryover and system checks which then passed specifications. The fse verified the instruments per established procedures. Although hardware issues may have contributed to this event, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.